Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient stopped feeling stim a day prior to this call. She was working with her patient programmer (pp) and thought she turned off her stim. Patient clarified that she got poor communication yesterday. Patient services tried to help patient use her pp to connect and confirm if stim was on or off, however, patient repeatedly got poor communication. The poor communication was not resolved during the call. Patient indicated she still had bandages on. Patient stated they told her it could take a couple of days before she has therapeutic effect. Patient stated the reason she tried to work with her pp was because she stopped feeling stim yesterday. She knew they put her on 3 but also said not to touchthe controller. Patient was advised to follow up with healthcare. There were no further complications that have been reported as a result of this event.